Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective high voltage cable. The high voltage cable was replaced. The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9600 fluoroscopy system would not make an exposure when commanded. The image would not update on x-ray exposure.